Event description:
It was reported that the patient presented to clinic for follow up. The atrial lead was dislodged and confirmed via x-ray imaging. The atrial lead was explanted and replaced with a new lead on (B)(6) 2024. The patient was stable throughout.